Manufacturer narrative:
An evaluation of the device cannot be performed as it was retained at drexel implant research center. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding patella bone fracture after a fall involving a triathlon asymmetric patella was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that patient was revised on a left knee. Patient fell and fractured her patella (bone).

Event description:
It was reported that patient was revised on a left knee. Patient fell and fractured her patella (bone).